Event description:
It was reported that during routine scheduled review of the device data, intermittent loss of left ventricular (lv) capture was observed. The current programmed lv output was 4 v. Technical services recommended further assessment of the lv threshold in-clinic. The lv lead remains in service and no adverse patient effects were reported. It was additionally reported that the cardiac resynchronization therapy defibrillator (crt-d) recently alerted for atrial arrhythmia burden. Review of the presenting electrogram showed probable intermittent loss of lv capture. Further review of the device settings was recommended. The lv lead remains in service.